Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with his sensor and blood glucose reading difference. Customer's blood glucose level was 39 mg/dl. The customer treated his blood glucose level with food and glucose. The device was not returned.